Event description:
The customer reported that he was hospitalized for low blood glucose levels. The customer's most recent blood glucose reading was 89 mg/dl. The customer was unable to troubleshoot at the time of the call. The customer had initially called to report a damaged insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.